Event description:
It was reported that during a shoulder arthroscopy, when the multifix s-ultra anchor was inserted into the shoulder, it broke off before being fixed into the bone. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified, and a certificate of analysis is required with each shipment. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 a1, b5 and h6: updated.

Event description:
It was reported that during a shoulder arthroscopy, when the multifix s-ultra anchor was inserted into the shoulder, it broke off before being fixed into the bone. The broken pieces were retrieved from the patient using tweezers. The procedure was completed without surgical delay using a back-up device. No further complications were reported.